Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Due to the condition of the returned device, testing for guiding catheter resistance could not be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous mid circumflex artery, predilation was performed twice at 12 atmospheres (atm) and 16 atm using a 2.0x12 unspecified non-compliant balloon catheter. A 2.75x38 rx xience prime stent delivery system (sds) was advanced and resistance was felt with the unspecified 7f guide catheter. An attempt was made to withdraw the sds but the physician noted that the mid shaft of the sds was separated. The xience prime sds was withdrawn as a single unit with the guide catheter. The target lesion was successfully treated using another 7f guide catheter and an unspecified device. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.